Manufacturer narrative:
The t:slim pump user guide indicates that you need to replace the cartridge every 48 hours if using humalog, and every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has been using the same cartridge for the past three weeks. The customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Tandem technical support verified alarms in pump history. Customer's blood glucose level was not impacted. The customer will continue using the pump as alternate insulin therapy.